Manufacturer narrative:
New information received; lot number, manufacture date, and expiration date added.

Event description:
Lead management case to remove leads due to a cied system infection. The physician used a 16fr glidelight to extract the leads; however, during the extraction the patient¿s blood pressure dropped and a sternotomy was performed. A tear at the svc/ra junction was discovered but the patient did not survive the intervention.